Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/06/2014 with the following findings: a review of the pump black box data indicated evidence of short battery life. During a visual inspection of the pump, evidence of moisture ingress was found in the battery compartment. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. A leak test was performed and passed. The pump case was removed and no further evidence of moisture ingress or loose components was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that evidence of moisture ingress was visible in the pump battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.